Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to allow cine runs to be played back. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of there was an intermittent problem with a screen blockage in cine review. The fse found there was a communication error with the arcnet network but could not determine a single root cause of the issue: the cine bridge board and cine hard drive needed to be replaced. The fse replaced the cine bridge board and cine hard drive, adjusted the 5vdc on the gib card to 5.15vdc, then verified system functionality. As a single root cause could not be determined and several possible roots of the issue were checked, adjusted, calibrated, cleaned, greased, reloaded, and/ or replaced. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.